Manufacturer narrative:
(B)(4). Still image of the cardio-angiogram shows the stent dislodged from the delivery system. The guidewire is also present in the vessel. The guide catheter was also evident on the returned image.

Event description:
The physician intended to use a resolute onyx drug eluting stent. The device was removed from packaging per IFU and inspected with no issues noted. There were no difficulties noted when removing the protective sheath. Stent was inspected post removal of the protective sheath with no issues noted. The target lesion was in the rca/r-pda was severely calcified. Lesion was pre-dilated with a 2.5 x 12 nc euphora balloon. Resistance was encountered when advancing the resolute onyx device. It was reported that the stent dislodged during delivery to/at the lesion. It was not possible to snare it out and the stent was crushed in the patient. No further patient complications were reported. Please note that this device,resolute onyx rx, is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity rx. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.